Event description:
Additional information received reported that the cause of the event was that a power on reset (por) occurred due to overdischarge. It was noted the event was attributed to the programmer. It was further noted that it was unknown if the event was due to the implantable neurostimulator (ins). It was noted that interventions included a physician recharge and clearing the por.

Manufacturer narrative:
Product ID: 39286-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there were issues with recharging the device, as well as an over discharge state. The last time stimulation was felt by the patient was "less than one month ago" prior to this report date. Additionally, it was noted, the last recharging session was also "less than one month ago" prior to this report date. It was reported, the patient lost stimulation "because of not recharging" and consequently resorted to the use of his cane. Troubleshooting was performed on the device, resulting in a power on reset, which lead to the normal recharging screen. Two weeks later, it was reported, the patient's device display showed the "call your doctor" icon. It was reported then that the patient last felt stimulation a week prior. The patient had been unable to recharge the device since. The patient was redirected to his health care provider. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).